Event description:
The reporter stated the surgeon inserted and removed an aq2015a silicone aspheric three piece lens. Haptic and lens noted to be torn after insertion into the eye. The incision was enlarge and suture was required. Another same model lens was used. Reporter stated, this incident was due to loading error by the tech.

Manufacturer narrative:
(B) (4). (Incision sutured). (B) (4).